Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The patient reported the date was off by one day without explanation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 01/02/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: timekeeping accuracy test was performed; after setting the time and date the battery was removed. The pump was left without power for 1 hour; when the pump was powered on it had returned to the default time and date. Following a power on reboot at 12:13 am on (B)(6) 2012 the time and date reset to default; the time was then manually set to 12:22 am on (B)(6) 2012.